Event description:
During an initial implant procedure, it was not possible to tighten the set screw on the header of the device. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of the physician did not hear any click sounds when tightening the setscrew was confirmed. Analysis revealed that the user/physician was not fully inserting the wrench tip into the inset of the setscrew. With partial wrench insertion the wrench will start to lose its grip as the setscrew is being tightened. Then it will begin to slip and strip the inset as the physician continues to turn the wrench trying to tighten the setscrew. The wrench did not click since it was stripping the setscrew instead of tightening it due to the partial wrench insertion. The problem is related to the user¿s incorrect use of the torque wrench.